Manufacturer narrative:
Follow-up #1: date of submission 04/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/09/2015 with the following findings: evidence of moisture contamination behind display lens. Due to moisture contamination pump powers with returned battery cap to a blank display. Within three minutes pump alarms with an audible tone and vibration alert per normal operation. A battery compartment crack observed from thread area to case seal. Evidence of moisture contamination inside battery compartment. Battery cap "coin slot" on top of battery cap is damaged. The battery cap measures within specifications. No por events observed in black box however cs 054 errors observed in the black box on 2/15/2015. A "intermittent power" condition was not duplicated during investigation. Leak test shows leak at battery compartment crack. Removed pump case. Evidence of moisture contamination throughout inside of pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.